Manufacturer narrative:
Although the patient's reported terms suggest a potential vascular skin disorder, no confirmation of the diagnosis by a healthcare professional was provided. Vascular complications are rare and serious side effects, although they are widely known and documented in the context of dermal filler injections. They are related to the accidental injection of the product inside a blood vessel, leading to its occlusion. The local deprivation of blood supply causes tissue anoxia. Visual disorders are rare but largely documented in the literature. They are typically linked to an intra-arterial injection of filler, which can result in embolization of the ophthalmic artery. If treated promptly, symptoms can be fully resolved without sequelae. Additionally, the risk of such an adverse event is also mentioned in the instructions for use of teosyal products. In this case, based on the lack of information, the temporal relationship, and the possible alternative etiology from concomitant medication (vyvanse), the relatedness of the symptoms with the injection of rha 3 cannot be excluded with confidence and has been assessed as "possible". For this reason, similar complaints remained monitored should any signal be detected.

Event description:
On 06-jun-2025, primevigilance notified teoxane geneva of an adverse event. According to the information received, a patient was injected on (B)(6) 2025 with 0.6 ml of rha 3 in the chin and 0.4 ml of rha 3 in the lips. The patient's concomitant medication was vyvanse (indicated for the treatment of: attention deficit hyperactivity disorder (adhd)). On (B)(6) 2025, within 24-48 hours of the injection, the patient experienced localized blanching near the chin, persistent swelling, tenderness, visible asymmetry, and multiple migraines. On (B)(6) 2025, the patient asked to have the filler dissolved. On (B)(6) 2025, the patient went to the hospital due to worsening vision and continued migraines and headaches. An MRI and lab work were conducted. While the results were inconclusive due to artifact from dental hardware, she was referred to a neuro ophthalmologist for further evaluation. She was discharged the next day on (B)(6) 2025. The patient received a nonsteroidal anti-inflammatory drug (toradol) as a treatment on an unknown date. Considering the patient's hospitalization and reported symptoms indicative of a potential vascular disorder, we assess this case as reportable. The outcome of the events was unknown. Despite several reminders, no further information could be retrieved. The complaint was considered closed.